Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited acoustic lens broken and the adhesive exposed. There were no reports of patient involvement.

Manufacturer narrative:
The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: [3.4 connection to the ac mains power supply] ¿do not connect the power plug to the 2-pole power circuit. Do not use a 3-pole to 2-pole adapter. It can prevent proper grounding and cause an electric shock. ¿do not extend a single healthcare facility grade wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and video system center. Otherwise, malfunction of the equipment may result. [6.1 precautions for operation] ¿use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Additionally, [10.2 troubleshooting guide] describes that [noise appears in the image when a device that generate strong electromagnetic waves or high frequencies is in the vicinity]. And [use this instrument and monitor away from the device which generate strong electromagnetic waves or high frequencies] was described to measure the phenomenon. Therefore, the defect may be prevented from the defect by installing the high frequency device away from processor.] Olympus will continue to monitor field performance for this device.